Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect0098 showed two other similar product complaint(s) from this lot number.

Event description:
The end of the catheter was found to be fully occluded by a black substance at the distal tip.

Event description:
The end of the catheter was found to be fully occluded by a black substance at the distal tip. The catheter was not used on the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.